Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables were intact and undamaged. Failure analysis investigation also found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, a broken cable was identified on the large needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.